Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
No additional information was received from the clinical site.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient passed away in the comfort of the patient's home on (B)(6) 2016. The suspected cause of death was ventricular fibrillation. The past medical history was significant for chronic lymphocytic leukemia and ventricular arrhythmia. There were unspecificed allegations against the device and right ventricular (rv) defibrillation lead.

Manufacturer narrative:
--

Event description:
Boston scientific received additional information from the local representative who spoke directly to the device-following physician. According to the device-following physician, the primary care physician incorrectly specified that the cause of death was cardiac-related. There were no allegations against the device or study procedure.